Manufacturer narrative:
Reporter's phone # (B)(6).

Event description:
The customer reported the x2 module displays a speaker malfunction error message and requested onsite service. The device was not in use on a patient at the time of event, there was no patient involvement. The field service engineer (fse) went to the customer¿s site. The fse tested the device using a patient simulator and electrical safety tester. The fse replaced the speaker and confirmed the error does not appear anymore and sound is audible. The device remains in use at the customer¿s site.